Event description:
Both for myself and my granddaughter in order to work or attend camp/school. Wearing a mask is mandatory. We have both been experiencing serious headaches, fatigue and the inability to exert a lot of effort due to not being able to take full breathes. FDA safety report ID# (B)(4).